Manufacturer narrative:
A medtronic representative reported the following additional details from the case. There was no incision made when the issue occurred. The system was off somewhere around 3-4 mm according to the surgeon. The rep estimates that there was around a 10 minute delay caused by the issue prior to the decision to cancel the procedure.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to duplicate the reported issue and reported the system perform as intended during testing. A medtronic representative, following up with the site, has given staff additional training regarding keeping the suction perpendicular to the divot when registering instruments. A software investigation was completed but was unable to determine probable cause without further information since the behavior cannot be replicated. No further relevant issues reported.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system instruments were inaccurate. The surgeon had completed registration and confirmed the registration probe was accurate but reported all all other instruments were inaccurate. The surgeon opted to cancel the procedure.